Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that during milling of the femoral canal the endobutton cutter has opened in the distal part. There was a delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.